Event description:
It was reported that during a laproscopic nissen fundoplication procedure, the shear was non-reactive-active blade broke. A like device was used to complete the case. No pt consequence was reported.

Manufacturer narrative:
Info anticipated, but unavailable at this time.